Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threads under the screw head are highly deformed plastically, such that it is normal that the screw can not be locked into a plate anymore. The threads are ¿flattened¿ proving that the screw was not inserted properly. Some possible causes for this kind of failure mode: the screw insertion was made with a wrong angulation which caused jamming and thread damage. As a reminder, the axsos screws only allow a 10° angulation. The insertion of the screw was attempted multiple times, which caused thread damage. The screw insertion was made using fast speed power tool. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was therefore attributed to be user related issue. If any further information is provided, the investigation report will be updated.

Event description:
The axsos locking screw did not advance in the direction of drilling or tapping. It was not locked to the plate. When I opened and inserted a new one, I was able to insert it well.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The axsos locking screw did not advance in the direction of drilling or tapping. It was not locked to the plate. When I opened and inserted a new one, I was able to insert it well.